Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds and a gradual rise in pace impedance measurements, out of normal range. Subsequently, this rv lead was explanted due to clavicular crush. A new rv lead was implanted and remains in service. No additional adverse patient effects were reported.